Manufacturer narrative:
(B)(4). Concomitant medical product: 00771301100 modular femoral stem press-fit, lot 63802409. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the blue sleeve of the inserter was left in the stem component's connecting part. The surgery was finished with another device. No further information has been made available at this time.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the stem inserter identified nicks and scrapes on the inside of the blue sleeve. The sleeve was inserted for review and had to be removed with notable force, which created some marks on the inserter and blue sleeve. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Cmp-(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: updated:

Event description:
It was reported that when the stem component was inserted into the locking stem inserter the blue sleeve of the locking inserter was left inside the stem component's connecting part. The initial stem had to be removed from the patient. The surgery was finished with a backup stem. Attempts have been made and additional information on the reported event is unavailable.